Manufacturer narrative:
Reported event: an event reporting disassociation involving an accolade stem ((B)(4)) and metal femoral head ((B)(4)) was reported. Through the medical review trident shell malposition was confirmed. Device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a medical review was performed and concluded: "as such root cause of failure is not device-related but in principal caused by the procedure-related factor of cup malposition with excessive inclination and absent anteversion with possibly more patient-related and/or procedure-related factors involved which cannot be evaluated due to lack of adequate clinical or radiological information. It should finally be mentioned that at revision surgery the cup shell was apparently retained while the stem was changed for an exeter stem. As such, it appears that the underlying problem of cup malposition has not been eliminated from the arthroplasty. This pi case is not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the medical records and x-rays provided by a clinical consultant concluded that the "root cause of failure is not device-related but in principal caused by the procedure-related factor of cup malposition." Further to this the medical indicated that this event was not device related. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Remains implanted.

Event description:
It was reported that the patient was admitted to the casualty department (B)(6) 2016 with noticeable limb shortening of the right leg, x-ray showed taper disengaged from the femoral head secondary to taper wear of accolade stem.